Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that in (B)(6) 2012 the patient had ¿some trouble¿ with the pump moving around. She discussed this with her health care provider (hcp) around (B)(6) 2012 and the hcp did not seem to be concerned. The patient reported that she did see the managing hcp about once a month. The patient had a pump refill around (B)(6) 2013 and it was discovered that the pump was flipped. The pump was flipped back and was refilled. However, reportedly the hcp ¿could tell it didn¿t dispense nearly what it should have.¿ a volume discrepancy was noted and there was ¿way more¿ in the pump that what should have been. At that time it was unclear what the cause was. However, reportedly the managing hcp suspected there was a problem or kink in the catheter. The patient underwent a revision procedure on (B)(6) 2013 to anchor the pump and suture it in place. Reportedly, the catheter was ¿broken at t he entry to the port¿ but the hcp did not replace the catheter. It was thought that the hcp may have cut it and reattached it. The patient reported she had recovered. It was unclear as to what medication this device system delivered at the time of the event additional information has been requested, but was not available as of the date of this report.